Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheters blood control feature didn't work during use. The following information was provided by the initial reporter: "customer states that IV should be occluding but it is not."

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the samples submitted for evaluation. Bd received 26 representative insyte autoguard bc 22ga units from material number 382523, lot number 0169672. A microscopic / visual evaluation was performed on the returned devices. The septum and actuator were both present and in the correct position and did not show any signs of damage or abnormalities. The returned devices were tested for leakage from the septum. There was no blood escape that occurred during testing which indicates that the septum is working correctly and meets the minimum requirement for blood escapement test. The reported issue was no confirmed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheters blood control feature didn't work during use. The following information was provided by the initial reporter: "customer states that IV should be occluding but it is not."